Manufacturer narrative:
Quality safety evaluation of ptc was provided received on 14-dec-2016: ptc global number is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated out of her fallopian tube. She underwent a bilateral salpingectomy 7 months after placement. This event is anticipated according to the reference safety information for essure. Although the exact mechanism and circumstances of this dislocation were not informed, given its nature, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. On or about (B)(6) 2015, plaintiff had a hysterosalpingogram hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain. Additionally, her doctor informed her that one of the coils had migrated out of her fallopian tube. On or about (B)(6) 2015, plaintiff saw her physician and underwent a bilateral salpingectomy. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated out of her fallopian tube. She underwent a bilateral salpingectomy 7 months after placement. This event is anticipated according to the reference safety information for essure. Although the exact mechanism and circumstances of this dislocation were not informed, given its nature, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.